Event description:
The hospital reported they experienced a total loss of image during procedure. The image was unable to be retrieved and the procedure was aborted. The hospital did not disclose whether the procedure completed at a later date. There was no allegation of harm.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation found user's experience was attributed to broken charge coupled device wires in the bending section on the endoscope.